Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, a cause for the reported single leaflet device attachment could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to a single leaflet device attachment. It was reported that on (B)(6) 2020, the patient presented with mixed mitral regurgitation (mr) grade 4. The first clip delivery system grasped the mitral leaflets with a good grasp. Deployment was performed per instruction for use (IFU). During deployment and while pulling gripper lever back, a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet but remained attached to the anterior leaflet. As treatment, another mitraclip was implanted with good mr reduction. The mr had been reduced to grade 2. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.